Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total knee procedure on (b)(46) 2011 and a topical skin adhesive was used. (B)(6) after the procedure, the patient developed redness and blisters up and down the incision. The patient was referred to a dermatologist who felt the reaction was caused by the topical skin adhesive. The dermatologist treated the patient and the redness and blisters have resolved.